Event description:
It was reported during treatment that the transparent dressing is not tightly bonded to the indwelling needle, the indwelling needle was released. No information about back up. No patient harm reported.

Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch records were reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of its finished product specification. There was no issue identified during the manufacturing process that could have caused or contributed to the issue. Due to no sample, no thorough investigation can be carried out. No true root cause can be identified for this issue, however a potential root cause can be the adhesive processing of the product. Generally, where more adhesive is present, the adhesive performance is increased. During the adhesive spreading process, in-process checks are undertaken for this product. Each roll of adhesive spread material is checked to ensure the correct adhesive weight has been applied. Only product meeting the release criteria will be passed on for further processing. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened.